Event description:
Home pt (hp) disconnected pt line of homechoice set from transfer set and then reconnected the two lines while troubleshooting through an alarm situation during apd treatment. Hp reports baxter tech assisted in ending treatment and restarting with new supplies. Hp reports rn was notified an noted no pt injury or medical intervention required as a result of incident.